Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient presented at the emergency room (ER) and was incoherent and then was tubed. It was stated, the ER found out the patient had a pump and felt it was causing the problem, and they wanted it off. The rep was initially told the patient was given narcan but did not respond, but was later told the patient did respond to narcan. It was noted, the patient's last refill was in (B)(6). It was believed, the patient was on oral medication. The pump was used to infuse bupivacaine and morphine. It was further reported the pump was checked and "seemed fine". The hcp (healthcare professional) felt like it was some other issues and had nothing to do with the pump.

Manufacturer narrative:
(B)(4).